Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit failed vibrate check during self test due to broken black vibrator motor wire. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and partially broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 550 mg/dl at the time of the incident and current blood glucose was 425 mg/dl. Customer reports the following symptoms nausea, upset stomach, heart beating fast. The drive support cap appears normal (slightly indented). Customer treated gor high blood glucose was 7 units insulin. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.